Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and got wet when customer was taking a shower due to which insulin pump showed blank display. Customer tried inserting new battery but display did not return after insulin pump restart. Customer also reported that the buttons are nonresponsive. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer: black. Customer returned, pump for alleged blank display, moisture damage, unresponsive keypad. And cosmetic damage on the back of the pump found on 12/18/2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, displacement test, and keypad voltage test. Successfully, downloaded the trace and history files. Using thus, all buttons are functioning properly. The pump was monitored. And no blank display or unexpected power/battery alerts noted, during testing. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted, during physical inspection: scratched case, pillowing keypad overlay, stained serial number label, cracked battery compartment, and cracked battery tube threads. Blank display and unresponsive keypad are not confirmed. Moisture damage and cosmetic damage on the battery compartment are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.